Event description:
It was reported that the zoom allegedly would not disengage and would continue unintentionally. Manufacturer's investigation is ongoing. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported. If additional information is received, a follow-up report may be submitted.